Event description:
A malfunction alarm with code malf 16 was reported for a pump that was still under warranty. There was no reported impact on the customer¿s blood glucose level, as the specific value was unknown or declined to answer. The customer planned to use multiple daily injections as a backup therapy and was instructed to put the pump into storage mode before returning it to tandem. The customer acknowledged understanding the instructions and agreed to return the problematic pump using a pre-paid label within ten days.